Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 581 mg/dl. Ketones were moderate. Infusion set site was changed; no damaged was observed. Correction bolus was delivered. Customer went to the emergency room (ER) pn (B)(6) 2018 and was admitted to the hospital on (B)(6) 2018. Intravenous fluids and insulin injections and levamire were administered. Customer was discharged on (B)(6) 2018 with no permanent damage. Cause of elevated bg was not known. Pump system check was performed with tandem technical support (cts) and an occlusion alarm was identified in the pump history. The pump time was found to be off by 1 hour due use error. Cts assisted the customer with correcting the time.